Event description:
The patient was hospitalized for two months in 2006 due to a blood clot in her right leg. She "never worked with the stimulation or recharged" her implantable neurostimulator after leaving the hospital. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).